Event description:
The pt was admitted 24 hours post colonoscopy with complaint of abdominal pain. X-rays showed a small tear in the colon which was treated with tpn. No surgery was needed. The pt was discharged 12/12/95 in stable condition.